Manufacturer narrative:
A device history record (DHR) review could not be reviewed because the lot number was reported as unknown, however all DHR¿s are reviewed for accuracy prior to product release. One photograph and one catheter were received for evaluation. The photo shows that the catheter was in use by the patient because it was inserted, and a leak was observed in the tube of the catheter. A visual inspection revealed that the catheter showed signs of use (blood) and during the evaluation a leak was observed on the tube. A magnified visual inspection identified a hole near the butterfly stabilizing wing. The reported event was confirmed. Pressure leak and occlusion testing was performed to identify the possible source of the leak. A leak test is 100% executed using a calibrated equipment however, as the catheter was in the patient for several days before the leak was noticed, it is concluded that the catheter did not have the leaking condition when it was placed on the patient. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported an undetermined time; therefore the most probable root cause can be considered as displacement or movement of the device during use causing the device to develop a fracture/hole. The reported complaint has not been confirmed as a manufacturing related issue. No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. This complaint will be used for qa tracking and trending purposes. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process and visual acceptance sampling are performed in the plant are in place to prevent non-conforming product from leaving the manufacturing operations.

Manufacturer narrative:
Addendum to the previous investigation results to include the sample evaluation as follows: one photo provided by the customer was submitted for review. Visually, there was no abnormality observed from the photographic sample. One decontaminated without original packaging was received at the manufacturing facility. The sample was visually checked according to product specification and the reported condition was not detected. A functional test was performed; the hydromer was activated and the stylet was removed without no issue therefore, reported condition could not be confirmed. During the investigation, a review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions found that could trigger the reported condition. The most likely root cause indicates that this issue could occur due to any deviation from the instructions for use (IFU). A failure to activate the hydromer makes it difficult to remove the stylet from the feeding tube. As per the instructions for use (IFU) the proper procedure for insertion of the feed tube and extraction of the stylet: "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating". O action plan is deemed required since the reported condition is identified as product misuse by the user. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they were unable to remove stylet after the nasogastric tube was inserted in a patient. The tube needed to be removed and another tube inserted due to this. There was no patient injury reported.